Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.79mm and failed clipping test. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the medium-large clip applier instrument would not close completely to lock the clips in place. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.